Event description:
Pt developed epidural hematoma after implant. The pt was taking baby aspirin and other blood thinners prior to implant. The pt presented the morning after implant with leg weakness. The hcp does not think it is related to the lead design but it is a surgical complication of the implant procedure. The pt continues to have residual leg weakness.